Manufacturer narrative:
It was reported that the patient was hospitalized at the time of the event; however, no information was provided to reasonably suggest that the hospitalization was related to the use of the remunity system. Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further evaluation.

Event description:
An initial event notification was received by united therapeutics drug safety on 28-apr-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 29-apr-2026. It was reported that, while hospitalized, the patient experienced an issue with their remunity pump resulting in an interruption in therapy for approximately 12 hours. It was further reported that the patient was hypoxic and could not recall their pump rate or dose information. No further information was provided regarding the specific type of device issue or reason for hospitalization.